Manufacturer narrative:
Based on historical complaint investigations and the reported event, the fractured humeral liner impactor tip reported may have been the result of a stress riser introduced during impaction, which led to crack initiation, propagation, and ultimate fracture. Additionally, the device may have experienced material degradation if sterilized beyond the recommended parameters listed in the reprocessing instruction which could have led to the observed failure. However, this cannot be confirmed as the device was not available for evaluation.

Manufacturer narrative:
Section h10: (h3) pending evaluation.

Event description:
It was reported that the impactor tip split when surgeon impacting the liner. The male patient was last known to be in stable condition following the event. No surgical delay/prolongation. Device is returning.